Event description:
The following information has already been reported in manufacturer report # 3007566237-2016-01847: the health care provider (hcp) reported via the company representative (rep) that lead side became damaged during the operation on (B)(6) 2016. No symptoms were reported. The indication for use included parkinson's disease. Any additional information regarding this event will be reported in this manufacturer report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.